Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 215 mg/dl, 221 mg/dl, 119 mg/dl, 117 mg/dl and 112 mg/dl. The same day, the customer also reportedly received results of 262 mg/dl and 118 mg/dl within 10 minutes, and 237 and 112 mg/dl within 10 minutes. No symptoms reported with these results. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek aviva system: meter, test strip lot number 300413, expiration date 04/30/2008.

Manufacturer narrative:
The suspect product is the aviva test strips.